Event description:
The device was used during a hernia dissection procedure. It was reported that the device burst during the procedure. The small pieces fell into the pt. 8/7/96 the surgeon retrieved all pieces.